Manufacturer narrative:
The customer¿s report of set leaked was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damage to the components. No anomalies were observed on the set. During functional and pressure testing the set flowed freely without any leaks noted on the tubing or at any of the components. Likewise, during a test infusion set up in a lab pump tested at 125ml/hr for one hour, no leaks were observed from the set. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing was found to be leaking levophed that was ordered for the patient experiencing hypotension. A new bag and tubing had to be replaced and restarted.